Event description:
The father of the patient called in regarding the recall letter her received. The father stated his son had experienced the tubing separating from the luer lock on three different occasions. The patient's blood glucose did elevate (~300 mg/dl) at the time of the incidents. The father stated that his son did not have any symptoms with his elevated blood glucose. The father gave his son an insulin injection to bring his blood glucose down. No medical treatment was necessary. The product is being returned for evaluation.